Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the whole drawer was not detected on bus. User shut the machine off and turned it back on but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the entire drawer was not detected on the bus and could not be recovered. A field service engineer worked on drawer 4.2, which was not detected on the bus. The station was shut down, the aux rear panel was opened, and the drawer was inspected. Retractor bands were unmarked. The drawer and module controller boards were replaced by fse. The station was booted into hardware test application (hta), drawer showed four good lights, and the system was rebooted into the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.